Event description:
Reporter indicated that the programming wand was not working. The cause of the device failure is unk. Product returned to MFR for product analysis. Product analysis found that the programming wand had intermittent conductors, which was the cause of the communication problems. No patient was involved.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.